Manufacturer narrative:
G2: the country of the event is japan. H3: device evaluation summary: product analysis # (B)(4) as per service report, the requested phenomenon could not be confirmed during the incoming inspection, but it was confirmed that the outer tube was damaged, foreign object was detected when the focus was shifted, and the image was cloudy. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via manufacturer representative regarding an endoscope used for spinal therapy. It was r eported that endoscope is difficult to see. There was no patient involvement. There were no further complications reported regarding the event.